Manufacturer narrative:
(B)(4). Date sent: 02/23/2023. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information was requested, and the following was received: 1. Does the surgeon believe that the cdh29p device cause or contributed to the patient death or were there other contributing factors? Ans: surgeon does not think is due to chd29p. Surgeon suspected is due to vasculature factor due to proximal stump was ischemic. 2. Would the surgeon be interested in speaking with ethicon medical and engineering personnel? Ans: no h11: corrected data = h1: MDR decision: not reportable. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable. In addition, on previous report (B)(4); b2 and h6 death was omitted in error. However, based on additional information received the MDR decision is now being updated to not reportable.

Event description:
It was reported that the patient sent for another surgery on day 4 post-op. Patient complained of stomach pain and surgeon performed CT scan, CT scan showed bleeding but no leak. Performed another scope and noticed bleeding from anastomosis site, hence sent the patient for another surgery for investigation. During the surgery, surgeon noticed that the anastomosis site dehiscence (fully opened up), performed a hartman¿s procedure. Surgeon suspected vasculature factor due to proximal stump was ischemic. Revision surgery: (B)(6) 2023. Procedure: lap anterior resection.

Manufacturer narrative:
(B)(4). Batch #: unk. Health effect ¿ clinical code = gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: 1. What were the indications for surgery? Ans: oncological resection. 2. What surgical procedure was performed? Ans: lap anterior resection. 3. Did the patient receive any preoperative chemotherapy or radiation? Ans: no. 4. Does the surgeon believe there was an alleged deficiency of the cdh29p device the caused or contributed to the leak/bleed or were there other patient factors such as impaired blood supply to the tissue? Ans: no, patient factor due to impaired blood supply to the anastomosis site. 5. Were there any issues experienced with the device in the initial surgical procedure? Ans: no. 6. What healthcare professional fired the device and what is his/her experience with the device? Ans: experienced user for the device. 7. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Ans: low b. 8. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Ans: yes. 9. Were there any issues with device use/firing? Ans: no. 10. What confirmation was received that the device completed the firing sequence? Ans: green checkmark and audible feedback. 11. Was the green checkmark visible at the end of the firing? Ans: yes. 12. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Ans: 2 full turns. 13. Was there any difficulty removing the device? Ans: no. 14. Was a complete transection of the white breakaway washer visually confirmed? Ans: yes. 15. Were the donuts inspected? If so, please describe. Ans: yes, completed proximal and distal donut. 16. Were there any issues noted with staple formation? Ans: no. 17. Was a leak test performed? If so, what type and what was the result? Ans: yes, air leak test negative. 18. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: yes. 19. How many days postoperative did the leak occur? Ans: day 4. 20. How was the leak identified? Ans: surgeon performed scope and CT scan on patient as patient complained stomach pain. 21. What was observed at the site of the leak upon reoperation? Ans: anastomosis site dehiscence. 22. How was the leak addressed? Ans: washed out and performed hartman's procedure. 23. How was the post-op bleeding identified? Ans: from scope. 24. How many days postoperative was the bleeding identified? Ans: day 4. 25. What was the total estimated blood loss (ml)? Ans: 300 ml. 26. Was a transfusion required? Ans: no. 27. How was the bleeding addressed? Ans: performed hartman's procedure. 28. What was the pre and postoperative anti-coagulant and pain management protocol? Ans: prescribed fondaparinox for post op. 29. Was the bleeding intraluminal or extraluminal? Ans: the bleeding from anastomosis site. 30. What is the current patient status? Ans: deceased on (B)(6) due to lung complications, tissue sepsis and pneumonia after the 2nd surgery. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.